Event description:
It was reported that the patient experienced withdrawal side effects from the pump ¿last fall.¿ it was unknown what medications the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).